Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery because the pump component remained flat during pumping. The existing ipp was explanted and replaced with a new one after a through irrigation was performed. An examination of the explanted ipp revealed a break down on the cylinder components. The explanted ipp also exhibited fluid loss. The explanted ipp was retained by the hospital. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.